Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, the device header was examined. Visual inspection noted that the lvring setscrew was stuck in the down position. Technicians attempted to loosen the setscrew using a calibrated torque watch, which measures the amount of force required to loosen the screw. At 18 inch ounces, the setscrew still could not be loosened. Ultimately, the technicians were able to loosen the setscrew using a guidant model 6942 bi-directional torque wrench, and the side-rotational technique described in a recent product update titled "loosening stuck setscrews." The stuck setscrew now moved freely. The device was then put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, micro switch and recording function of the device. No additional information is available at this time. Should additional information become available, this event will be updated.

Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted approximately 1.5 years ago. A procedure was performed to add a left ventricular transvenous lead. While trying to connect the left ventricular lead to the device header, the setscrew would not tighten on the lead and actually the port seemed to be blocked. The appropriate guidant screwdriver was first tried, without success and then another screwdriver was tried. Ultimately, a new crt-d had to be implanted. No adverse patient symptoms were reported.